Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer reported they were experiencing telemetry "dropouts" everywhere in the entire hospital. It was occurring with all transmitters. This refers to signal loss between the org receiver and zm transmitters where a "signal loss" message is displayed at the central monitoring system (cns). Service requested / performed: troubleshooting. Investigation summary: this investigation is inconclusive due to insufficient available information. The issue is site-specific and has not recurred. No action could be taken at this time since the root cause was not identified. The overall risk of this event, taking into consideration severity and probability, is medium. The reported issue does not require further investigation through CAPA process.

Event description:
It was reported that the central monitoring system (cns) was experiencing a 5 to 10 second drop-out periodically on all transmitters. No patient harm was reported.

Manufacturer narrative:
It was reported that the central monitoring system (cns) is experiencing a 5 to 10 second drop-out periodically on all transmitters. No patients harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: transmitters; org's; antennas; amplifiers.

Event description:
It was reported that the central monitoring system (cns) is experiencing a 5 to 10 second drop-out periodically on all transmitters. No patients harm were reported.